Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr2340 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by customer "from text on 5/25, PICC was placed in (B)(6) 2021, it actually happened in (B)(6) 2021¿.. The metallic object was then seen in multiple other x-rays, they just didn¿t address it until the patient went to the ER with shortness of breath." Add info rcvd 06/09/2022: patient had a retained wire that is thought to be from the stylet in the PICC line. It was about 4 cm and was found in the pulmonary artery. Previous x-rays show now metallic object. It is seen in the xray for tip placement. After much discussion they decided to keep the wire in the patient because of placement and length of time it was in the patient. Reason they initially figured all this out patient was seen for complaint of shortness of breath, but it was determined that it was unrelated to the wire. What type of catheter securement was utilized? Statlock.